Event description:
It was reported that the patient presented for a follow-up visit in the clinic. It was noted that the left ventricular (lv) lead exhibited failure to capture. The lv lead was explanted and replaced. The patient remained in stable condition.